Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an unknown error message during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began during the second week of (B)(6) 2018 at 9:00 am. The patient informed the csr that she manages her diabetes with a combination of insulin (humalog three times daily and lantus once daily at night). The patient claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient stated that before breakfast on (B)(6) 2018, between 7:00 and 8:00 am, she developed symptoms of feeling ¿dizzy and head is hurting.¿ the patient claimed she attempted to test her blood glucose but was unable to due to the alleged issue. The patient reported that on (B)(6) 2018 between 10:00 and 11:00 am she consumed water as treatment for the symptoms and was hospitalized where she was treated with IV fluids, short and long acting insulin. The patient claimed her blood glucose was measured at ¿over 300 mg/dl¿ on the hospital meter on (B)(6) 2018 between 10:00 and 11:00 am. The patient stated that she was discharged the following day on (B)(6) 2018. At the time of troubleshooting, the csr walked the patient through a retest however the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received health care professional treatment for acute hyperglycemia after the alleged meter error message began to appear.